Manufacturer narrative:
The reported event has been determined to be an unsuccessful implant placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Mobility was reported and primary stability was achieved. Time of loss in relation to the implantation was up 1-5 years after prosthetic restoration. Augmentation procedure was performed at the time of surgery.